Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 49 mg/dl and 89 mg/dl. The customer treated with the food. Troubleshooting was done for low blood glucose and over delivery. The auto mode was not active. The customer reported that there was calibration not accepted and change sensor alarm. The insulin pump will not be returned for analysis.